Manufacturer narrative:
There are no indications of any system or component failure and all originally implanted components remain implanted and in use. Migration is a known inherent risk of implantable neuromodulation systems; however this case appears to be directly related to a patient fall.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6)2024 to treat lower back and lower extremity pain. The implantable pulse generator (ipg) was initially placed in the left flank area, with the leads targeting the thoracic nerve. After implanting the system, the patient sustained a fall which caused the ipg to migrate to a position directly over the spine. After the fall the patient noted issues with communication between the ipg and the external therapy discs, as well as discomfort at the location of the ipg. Testing of the system showed the system continued to function as expected after migration, indicating no damage to the implanted components. On (B)(6)2025 a surgical revision was performed to move the migrated ipg to the right flank area to correct the communication issues and alleviate patient discomfort. No components were removed or replaced during the procedure and no new components were implanted.